Manufacturer narrative:
Product event summary: data files containing five images were returned and analyzed. Images 1, 2, and 3 show a pfa catheter array. A defect resembling a dark plaque is observed on the pebax material of the array near the proximal end. The shape of the array itself does not show any deformity and appears normal, with the electrodes properly positioned. The fifth image shows a string of clear material placed in a plastic container. In conclusion, the reported foreign material and plastic string were confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was unsuccessful transeptal access with the flexcath cross, requiring two attempts before switching to another manufacturer's device. After the first set of ablations, a piece of plastic was pulled off the tip of the pulseselect catheter. The catheter was inspected and no damage was noted at that time; however, upon removal from the patient¿s body at the end of the case, the catheter was found to be damaged. The case was completed, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.